Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history showed a 7 unit bolus was delivered. Reportedly, the customer did not deliver the bolus through the pump but with an insulin pen. Customer's blood glucose was 251 mg/dl. Customer declined troubleshooting with tandem technical support.